Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed myopotential noise, oversensing and pacing inhibition with less than 2 seconds of asystole to the patient. The device sensitivity was reprogrammed. Defibrillation threshold (dft) testing was performed; no undersensing was noted. No additional adverse patient effects were reported.